Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Customer is aware of the delay in the factory and was advised that this unit can come back to factory for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator was displaying ventilator inoperable and there were no volumes while the unit was on a patient. Furthermore there is no patient harm reported associated with the event. Ventilator was replaced with another working unit.